Event description:
It was reported the patient felt ¿no stimulation sensation¿ following a fall ¿a couple of days¿ prior to report. It was further reported the fall the patient experienced was ¿out of bed¿ and caused the patient to ¿hurt her shoulder.¿ it was noted the patient increased her stimulation on program 1 from 4 volts to 6.1 volts and increased program 2 to 5.6 volts and ¿did not feel any stimulation.¿ the patient was noted to have then decreased her stimulation settings after not feeling the stimulation. It was stated the patient¿s implantable neurostimulator (ins) was on and fully charged at the time of report. It was noted the patient experienced a ¿blank screen issue¿ with their patient programmer. The issue was resolved by replacing the batteries. It was stated the patient programmer battery was full. While using her patient programmer is was stated the patient was not able to make adjustments with the antenna attached and was able to ¿after using only the programmer of the ins site.¿ the patient was redirected to her health care provider (hcp). Additional information stated the patient ¿received assistance from her manufacturer representative and her concerns were resolved¿ during an appointment on 2013-(B)(6). A supplemental report will be filed if additional information becomes available.

Event description:
Follow up information received from the healthcare professional (hcp) confirmed that the cause of the event was that the patient fell out of bed and lost stimulation from the ins. On (B)(6) 2013 impedances were checked by the manufacturer¿s representative. Electrodes #2-7 and 8-15 were determined to be all "okay". The patient was reprogrammed by the representative and was felt stimulation to where to previously had felt it before the fall. Hospitalization was not required for the event and the patient outcome was reported as no injury if additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 37744, serial# (B)(4), product type programmer, patient product ID 37754, (B)(4), product type recharger, product ID 3708140, serial# (B)(4), implanted: 2011-(B)(6), product type extension, product ID 3708140, serial# (B)(4), implanted: 2011-(B)(6), product type extension, product ID 3778-45, serial# (B)(4), implanted: 2011-(B)(6), product type lead, product ID 3778-45, serial# (B)(4), implanted: 2011-(B)(6), product type lead, product ID 37744, (B)(4), product type programmer, patient. (B)(4).